Manufacturer narrative:
One device was returned for analysis. Visual inspection found a peeled downstream occlusion seal. A review of the event history log (ehl) showed multiple downstream occlusions. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to normal wear. As a result, the downstream occlusion seal/sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device has a bubbled and ripped dso, scratched screen, dirty interior battery door compartment. No patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device has not been returned to manufacturer.